Manufacturer narrative:
The device was returned to smiths/ICU medical. Motor not running was found at the star of the occlusion test. This was due to customer's incorrect assembly of the lead screw nut. The lead screw nut was too tight which prevented the lead screw from turning at the start of the infusion. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Event description:
It was reported that a motor not running error occurred. No patient injury was reported.

Event description:
Additional information received which indicated that there was no patient involvement during this incident. This error was found during the biomed techs routing testing of the unit.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement (updated b5).